Event description:
Rec'd medwatch form from FDA indicating that customer reported that when they were using a medtronic minimed infusion pump, insulin was not being distributed to their body, creating a life-threatening situation. No add'l details were provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.